Event description:
Boston scientific received information that this lead and associated device displayed noise and pacing impedances of greater than 3000 ohms. A lead fracture was suspected but not confirmed. The patient was seen for a revision procedure where the lead was surgically abandoned. The device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.